Event description:
During my period, I used the thermalcare heatwraps menstrual. I always use them for the first two or three days of my period but this time it damaged my skin creating a blister -about 1/2 inch- on my left pelvic side. The blister lasted for 8 days and it left a mark. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: menstrual period.